Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced poor barrier separation causing the patient to be redrawn. The customer stated, "material no. 367988 batch no. Unknown it was reported the tubes are spun down but they are seeing that the rbc's are coming up through the serum (patient 10/10) the tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known".

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd acknowledges that the customer has had an issue with this product-the lot number is unknown. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the customer confirmed event descriptions, pic pas-011-pic (poor barrier separation) was appropriate. Sst¿ tubes should be filled to stated draw volume and mixed by 5 complete inversions. Mixing facilitates dispersion of the silica into the blood, assisting the clotting process. The recommended 30 minute minimum clotting time for the bd sst¿ tube is based upon an intact clotting process. Insufficient clotting (short clotting) can result in the formation of fibrin. This fibrin formation may interfere with barrier formation. Complete and adequate barrier formation is time, temperature and g-force dependent. Investigation conclusion: bd acknowledges that the customer has had an issue with this product-the lot number is unknown. Based on the severity and occurrence of the reported condition there will be no further actions. Review of the customer confirmed event descriptions, pic pas-011-pic (poor barrier separation) was appropriate. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. This complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Root cause description: this complaint investigation was conducted under the premise of a previously investigated issue specific for poor barrier separation, where it was determined that the results and conclusions established in the previous investigations pointed to the same indicated failure mode and root causes observed in the current complaint investigation. Additionally, the conclusion drawn from the current complaint investigation did not yield new information regarding the indicated failure mode. Complaint data for this failure mode is monitored and trended on a routine basis. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ blood collection tube experienced poor barrier separation causing the patient to be redrawn. The customer stated, "material no. 367988 batch no. Unknown. It was reported the tubes are spun down but they are seeing that the rbc's are coming up through the serum (patient 10/10). The tubes are spun down but they are seeing that the rbc's are coming up through the serum. You can see a tunnel like through the gel and see the blood clot. They had to re-draw the first 10 patients and are now taking an extra step and placing the tubes on the mini centrifuge. Dates of events are not currently known".